Manufacturer narrative:
Investigation is currently in process, no determination can be made. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated they had a sample presentation error on the inpeco system. The account stated there were tubes in the waiting line of architect, instrument number 3. The screen of the aps stated the instrument went off-line, and at that moment, while the sample taking tip was pipetting the first tube, it was released by the sampling gate, continuing aspiration of the pending testing in the following tubes. The operator was unable to see or identify the amount of tubes involved. The first tube was identified by the operator and repeated. Results were reported outside of the laboratory. No impact to patient management was reported.